Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high impedance. Additionally, the lead contains a possible fracture. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc impedance was steady at 50 ohms through (B)(6) 2006. The week of (B)(6) 2006 the impedance was 130 and 110 respectively. Impedance then rose to over 300 ohms starting the week of (B)(6) 2006.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).